Event description:
Reportedly, it seemed there was no flow under 300mmhg pressure. Pressure measurement was over damping. When customer pulled the tab, it was able to flush. No pt complications reported.

Manufacturer narrative:
Device not returned.